Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an under delivery. Customer¿s blood glucose was 10.06 mmol/l at the time of incident. The current blood glucose was 16.3 mmol/l. Customer treated with insulin pump for high blood glucose. Customer suffered from the symptom like headache. Customer was alleging the insulin pump because the vial was half and insulin pump said it was empty. The product will not return for the analysis.